Event description:
Initial report: this non-serious spontaneous case report was reported by a consumer to our local affiliate. This case involves a female, patient, who developed subcutaneous lumps after receiving poly-l-lactic acid (sculptra) therapy. The patient received poly-l-lactic acid therapy 5 ml total in 2008 to her temples, cheekbones, and below her eyes near the nose. She also received 10 ml total two months later, to her cheeks at both sides of her mouth. The patient developed these non-visible lumps sometime in 2009. One lump is located on the left side of the jawbone, 0.5 cm and is ball-shaped. Another lump is located on the right side of the face below the eye near the nose, approximately 0.5 cm and is not ball shaped. She also reports having lumps at both sides of the corners of her mouth. The patient had her jaw x-rayed at by her dentist, and the x-ray did not show anything. The patient was referred back to her treating physician. At the time of this report, the event remains ongoing. The patient has refused permission to contact her treating physician for any information. A ptc (pharmaceutical technical complaint) was initiated. Addendum for follow-up information received on 31-aug and 14-sep-09 respectively, were processed together: ptc results for batch 1a7022 revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. On 14-sep-09, it was reiterated that the patient does not want her treating physician contacted; therefore, no further information is available.